Event description:
The patient had an scs system including two paddle leads and an ipg. It was reported that the patient had a car accident on (B)(6) 2009, and afterward, it was suspected that one lead came partially out of the ipg. This was confirmed with an x-ray. The physician reconnected the lead to the ipg. It was reported that following the procedure, the patient began experiencing overstimulation at the lead implant site. The physician replaced the lead with a new one. The explanted lead was not returned to ans for evaluation. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.